Event description:
On (B)(6), 2009, a patient was injured while a mayfield skull clamp was in use. During initial positioning of the patient the skull clamp slipped. The slippage resulted in a wound located on the side of the patient's head. The injury required staple closure.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information. The failure investigation will include inspection and testing of the returned product.